Event description:
The patient picked at his incision site the day after implant and caused bleeding and dehiscence. No additional relevant information has been received to date.

Event description:
The wound is healing on its own and no known intervention has been taken to date.